Manufacturer narrative:
Review of returned pre-implant CT¿s and a 3d film report confirmed that the patient had a severely tortuous thoracic aorta. The aortic arch was acutely angulated 3cm from the lsa, and the 5cm max diameter ulcer was located 9 ¿ 10 cm caudal from the lsa. Approximately 10cm above the celiac artery the descending thoracic aorta was acutely angulated 150° r-l. The proximal seal diameter just caudal to the lsa was 28mm, and the distal seal zone diameter (proximal to the acute thoracic angulation) was 29mm. The patient also had a previously placed surgical graft in the aaa. The cause of the reported deployment difficulties could not be determined from the films provided. Images during implant were not available for review. May be anatomy related; positioning the device up through the severely angulated anatomy may have contributed. Since the device was discarded no device issues which may have contributed to this event could be confirmed or ruled out.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 49.4mm in diameter thoracic aortic aneurysm. The diameter 20mm distal to lsa was 25.8mm. A major bend in the aorta was noted 245.5mm from the lsa. It was reported that during positioning of the delivery system, the physician it was difficult trying to advance the delivery up to the desired landing zone. The physician pushed on the patient from the right to change the anatomy and this seemed to help in getting the device where the physician wanted to start deployment. The valiant 32x32x200 was at the level of the left subclavian artery when the physician started to rotate the blue handle to deploy the stent graft however, the delivery system was not responding. The blue handle was rotated approximately forty percent and the radiopaque ring did not move. The physician then decided to remove the delivery system still containing the stent graft and replace it with a valiant 34x34x200 with no complications or harm to the patient. The physician believed this was not a device failure but was due to the acute bend in the anatomy. No additional clinical sequelae were reported and the patient is fine.